Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that there were no errors on system. All arms were checked and a test drive was performed. The system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to a laparoscopy procedure after the start of the procedure due to arm 1 was not accepting instruments. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, arm 1 was not accepting instruments. The site had changed instruments and reseated the cannula with no change. A technical service engineer (tse) advised the site to reseat the adapter. However, the surgeon decided to convert the procedure to laparoscopic surgery rather than to perform additional troubleshooting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been provided as of the date of this report.